Event description:
It was reported that an incident occurred with a flexible cryoprobe. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided). The cryoprobe was also being used with an ion robot for robotic bronchoscopy with peripheral lung nodule cryobiopsy. No other information was provided regarding any other accessory employed during the incident or the cryosurgical unit's settings. Per the complainant, the 'white hose portion of cryoprobe "inflated" to the point of bursting / "exploding" during normal application. No patient or staff injury', but the staff did report "ears ringing" for some time after the incident. There was no apparent kinking or other abnormality of the distal/black portion of the probe.

Manufacturer narrative:
The cryoprobe was evaluated by erbe USA on 01/05/26. The visual examination revealed a slit or cut in the white tubing approximately 24mm long and located 56.8cm from the distal end of the white tubing. Then at the direction of the manufacturer, erbe elektromedizin gmbh (erbe germany), the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be insufficient. The high-pressure tubing was also pushed out of the connector and the blue o-ring was still present. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps, including a camera-based process to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings.